Event description:
The device was returned due to displaying error code 41622. Upon physical inspection, a faulty downstream occlusion seal (dso)was found.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue only found in the version screen of main menu and three occurrences in the event log. Unable to replicate the complaint through motor test and occlusion test. However, further investigation revealed upstream occluded during two tests at 5 psi. The cause of the issue could be early signs of bad flex sensor. The upstream occlusion sensor, seal and printed wire assembly ((pwa) board were replaced. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.